Event description:
It was reported to boston scientific corporation that a gold probe¿ device was used during an colonoscopy procedure performed in the patient's colon on (B)(6) 2014. According to the complainant, during the procedure the gold probe failed to cauterize. The device was directly connected to the generator via an adapter and no issues with the generator or other electrocautery devices were reported. The procedure was completed with another gold probe utilizing the same generator and settings. Additionally no visible issue to the complaint device or its packaging was reported. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was (B)(6). The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. Reported event: probe fails to deliver energy. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.